Event description:
It was reported the patient is deceased. It was further reported that the implantable cardioverter defibrillator (ICD) system was explanted and the patient died the following day. No further information was provided. The cause and circumstances of death were requested and not received.

Event description:
It was reported the patient is deceased. It was further reported that an infection occurred, the implantable cardioverter defibrillator (ICD) system was explanted and the patient died the following day. No further information was provided. The cause and circumstances of death were requested and not received.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2007; 419488 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.